Manufacturer narrative:
Date of event: used the first date of the month of the aware date as no event date was provided.

Event description:
It was reported that balloon rupture occurred. An xxl balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The physician had to cut into the vessel to remove the device.